Manufacturer narrative:
E1: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that no alarm is triggered if the sensor is removed from the patient's finger. The device was in use on patient at time of event, there was no adverse event reported.